Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2025 due to "breast malignancy", and needed to be infused with chemotherapy drugs, and on (B)(6) 2025, he underwent PICC catheterization under the guidance of color ultrasound, and the blood return of the puncture vessel was good, and the guidewire began to be placed smoothly, and there was a slight resistance of about 15cm, and the withdrawal was not smooth, the direction of the needle was slightly adjusted, and the guidewire was withdrawn, and the anterior segment of the guidewire was found to be deformed, and it was broken as soon as it was pulled, and color ultrasound examination was performed immediately, and it was found that about 1.5cm of the guidewire was inserted into the blood vessel wall. The guidewire remains on the blood vessel wall, causing physical and mental distress to the patient and delaying the infusion. No other information was provided.